Event description:
It was reported that prior to starting a da vinci s surgical procedure a broken wire was found on the small clip applier instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed a broken wire. The instrument was found with a grip cable broken at the clamping pulley. Additional observation found clamping corroded and rusted. Evidence not conclusive, but damage likely due to mishandling during cleaning. Instrument. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. O prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.